Event description:
Provider alleged pilot valve is leaking. Per independent repair center statement, the unit was alarming or red light and low o2 or yellow light -- confirmed. The key failure was the pilot valve leaking.